Event description:
It was reported that during the implant of a right ventricular leadless pacemaker (rvlp) that the saturation scores were high and the rvlp kept having loss of telemetry. Troubleshooting was performed with no success. The rvlp was recovered and advanced closer to atrial device and still unable to connect. A new rvlp was dropped and was able to be connected until deflected to the right ventricular. The patient condition was stable following the procedure.

Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. Visual inspection found no anomaly on the helix, the helix length was within specification. Further analysis performed found no anomaly, the device being able to be interrogated successfully throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.